Event description:
It was reported that a xia 3 blocker migrated, and that the patient underwent a revision surgery approximately 1 month later to address this. The patient reported experiencing back pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Manufacturer narrative:
Device location unknown.

Event description:
It was reported that a patient underwent revision surgery to address "loosening hardware" in the spine approximately 5 months post-operatively. The patient reported experiencing back pain.